Event description:
It is reported that during surgery in 2009, the package was opened and no sutures were enclosed.

Manufacturer narrative:
Eval summary: a review of the assembly and verification operations show that the lot of 50 each statk products were correctly assembled and verified by the independent inspector. The fit between the statk titanium anchor and the statk drive shaft is such that the suture and suture grommet is the only retaining mechanism for the anchor in the driver. If the suture and the suture grommet are not assembled to the anchor eyelet, the anchor will not stay in the driver shaft. The complaint cannot be confirmed as no product was returned for review. Eval: results - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.